Event description:
Received an eletronic report of an event to peritoneal dialysis patient.reported was that the patient was being treated for a possible infection because the pin fell out.the initial reporting rn stated verbally that the patient reported difficulty with the initial connection.the patient was able to connect and dialyze but then then a disconnect occurred and then the pin fell out.the patient reported this episode to the rn and was treated prophylactically with intraperitoneal vancomyncin 1 dose.there has been no signs or symptoms of infection reported since this event and treatment.the patient is reportedly fine with no ill effect related to this event.the patient continues peritoneal dialysis as ordered.a sample is available.